Event description:
It has been reported by a dealer that the weld broke on the part of a lttb17fr transport chair that connects the upper part of the chair to the bottom part of the chair; it is just hanging.